Event description:
It was reported that the patient presented to the clinic on 2013 (B)(6) complaining of greenish drainage from the pump pocket. The doctor stated no green drainage was noted. The pump pocket was partially dehisced but had granulating tissue over the incision line. The patient was prescribed cipro. The patient did not keep the follow-up appointment on 2013 (B)(6). On 2013 (B)(6), the patient presented to the clinic with full dehiscence of the pump pocket with the pump exposed. A culture was taken but results were not provided. The pump was explanted on 2013 (B)(6) due to possible infection. The doctor pulled the catheter and tied it off so it retracted away from the pocket in order to remove the contaminated section in the suspicious pocket. Patient status at the time of the report was alive with no injury. The medication delivered by the device system was not provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).